Event description:
Customer reported an issue with the device's bezel post. It was reported there was no patient involvement.

Manufacturer narrative:
This file is a level 3 non-complaint for preventive maintenance, upgrades, reconditioning, customer inquiries and recall activities which do not require customer advocacy review. This corresponding trackwise pr ID is closed-cancelled. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lvp bezel post recall completed. A review of the device history record for (B)(6) was performed from 05/01/2015 to 09/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported an issue with the device's bezel post. It was reported there was no patient involvement.